Event description:
It was reported that while using the ilet system, multiple 23 in 6 mm teflon infusion sets reportedly failed, with three of six sets resulting in extremely high glucose readings and prompting questions about insulin cartridges and site management the highest reported blood glucose value was 400 mg/dl. Symptoms included headache, dizziness, fatigue, polydipsia, polyuria, and generalized stiffness, consistent with hyperglycemia. Outcomes included elevated blood glucose requiring troubleshooting and education, and the user subsequently switched back to steel contact detach infusion sets. Investigation included complaint intake, product-use troubleshooting, and education regarding cartridge use and site changes. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that bent or occluded cannulas could not be confirmed. It was concluded that a definitive device or use-related root cause could not be determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.